Manufacturer narrative:
One cadd-legacy® 6400 pump was returned for analysis. The device history log was reviewed; no discrepancies found. Accuracy testing was then performed with no observed failure of accuracy. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on the evidence, no root cause was found as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd® cadd-legacy® 6400 pump failed accuracy testing by -8%. It was reported that this fault was occurred during testing. There were no reported adverse events.